Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a CT + fluoro case there was a screw deviation. The surgeon had cages placed before the screws. The cages were not included in CT scan, but were included in fluoro. The site stated the image quality was good enough to see end plates and they had to do some trial and error with registration. The construct was l2-l5 and they were able to get all levels green except for l3, which was yellow. The surgeon accepted the registration and proceeded with the case. On the confirmation spin, the screws placed in l3 showed lateral to plan. The surgeon removed them and replaced them by hand. The patient was fixated to the robot using a bone mount bridge with a schanz screw and bond in the psis. There was about a 30-45 minute delay. The patient is currently not showing any adverse effects. Additional information received from a manufacturer representative reported that three metal cages were added after the original CT scan and that may have contributed to the deviation. It was unknown how much the trajectories were deviated.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: the patient's initials are not available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.